Manufacturer narrative:
It was reported that around 8 months after the stent (dxdt2212) was placed, in-growth was detected at the duodenal stenosis part using the scope. Other company's stent was placed, and in-growth was confirmed again. After reviewing the scope image, fractured part of uncovered stent was found around the duodenum. It is hard to review suspected device's DHR, because the serial no was not checked. Duodenum structure where stent was implanted is curvy. It is possible that the stent could be pressed and stent in-growth could occur by state of patient's lesion. In addition, fracture can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Stent can be frequently pressured due to patient's lesion status, and fracture can be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, information such as photo was not provided, and it is difficult to reconstruct the situation at the time of procedure. However, based on the procedure information "in-growth was confirmed on dxdt2212 under the scope", "fractured part of an uncovered stent was found around the duodenum." It is supposed in-growth occurred on the uncovered stent due to the pressure of patient's lesion etc. In addition, it is supposed that the fracture has occurred due to the complex influence of the stent in-growth, the patient lesion's pressure, peristalses of organs and other factors. Also, it is possible the patient was not able to eat and nausea occurred due to the influence on stent in-growth, but it is hard to identify the exact root cause due to limited information. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: tumor in-growth, stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2019: dxdt2212 was placed for duodenal stenosis caused by pancreatic cancer at (B)(6) hospital. On (B)(6) 2020: the patient complained of being not able to eat, so the in-growth of dxdt2212 was suspected but stent fracture was not exactly confirmed under CT at (B)(6) hospital. On (B)(6) 2020: in-growth was confirmed on dxdt2212 under the scope at (B)(6) hospital. On (B)(6) 2020: other company's stent (dia.22mm, len.8cm) was placed in stent-in-stent method inside of dxdt2212. On (B)(6) 2020: the patient complaint being not able to eat again, and in-growth was confirmed under the scope. On (B)(6) 2020: the patient started complaining of nausea. On (B)(6) 2020: the physician reviewed the scope image taken on (B)(6) 2020, and found any fractured part of uncovered stent (other company's stent or dxdt2212) being around the duodenum (it is unknown if it was other company's stent or dxdt2212).